Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2008 and mesh was implanted. The patient immediately suffered severe pain, infections, recurring incontinence and other complications. The patient continued to experience pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. She had trouble urinating, could not sit, stand or walk for prolonged periods of time and suffered from ongoing pain and infections. The patient has sustained permanent and debilitating injuries and continues to experience problems with urinary incontinence and prolapse. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.